Event description:
The patient was implanted with 2 percutaneous leads on (B)(6) 2011. During the permanent procedure contacts 1-8 of one of the leads was within normal range and valid but the readings were high. When conducting further testing contact 8 was reading high and invalid. When the lead was moved the reading did not change. The decision was made to leave the lead in place. Post-op, an sjm representative was able to program the patient using contact 8 and the patient received adequate stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.